Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer's daughter-in-law stated that the coaguchek softclix lancet device was damaged, a spring was detached, and the needle was protruding from the end cap. There was no allegation of an adverse event. The customer was stable and well. The customer's product was requested for investigation.

Manufacturer narrative:
Customer returned accu-chek softclix lancing device (lot bbb151) with 8 unused lancets (lot unknown) for investigation. The reported failure of the lancet protruding lancets could be confirmed and reproduced with the returned customer lancets. The lancet device was viewed under a microscope and a break in the housing was observed. The device was disassembled and it was found that the main spring lost its original position due to the damaged housing. Due to the housing damage the device was unable to function correctly. The production process has been reviewed and no abnormalities were observed during the production process that could cause the issue. Therefore, damage to the housing was caused by external force by the customer.